Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006 the patient underwent: t2 to l2 posterior instrumented fusion with rhbmp-2 bone graft, allograft bone, local bone grafting; osteotomies from t3 to t11. Preoperative diagnosis: sherman¿s kyphosis; scoliosis; thoracic spine pain. Per-op notes: ¿ we placed a combination of rhbmp-2 bone graft, local bone graft and allograft bone as our bone graft. They also placed cross connectors between each of the two rods.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.